Manufacturer narrative:
Gehc reviewed the logs and recommended replacement of the display central processing unit. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a system malfunction. The clinician reportedly cycled power and continued the case with no further reported complaint. There was no reported patient injury.